Manufacturer narrative:
Upon return, the device was thoroughly analyzed. During the product analysis, it was found that the fiber connector was fractured. The fiber tip was not present and likely broken off. The investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the fiber leaked and did not respond when connected to console. Analysis of the returned fiber identified that there is a facture within the connector. There were no patient complications.